Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to use error due to excessive force.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8400css burr tip disengaged. This occurred on (B)(6) 2022 during a labral repair while the surgeon was on forward/reverse while creating a bleeding bone surface the slap burr tip disengaged. There was no patient effect reported, and no additional information was provided.